Manufacturer narrative:
The actual device is not available to be returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to assessment of information provided by the user facility and quality documents. A review of the device history record of the involved product/lot# combination confirmed that there were not any indications of production related issues. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The case details seem to indicate that the solopath device malfunction most likely occurred from excessive removal force that exceeded the tensile value of the device. Although the exact cause cannot be determined based on the available information, the sheath breakage may have been related to the expanded solopath unable to be collapsed. In this state the solopath became stuck in a smaller stent can result in a sheath break from increased removal force. The device labeling does address the potential for such an event in the instructions-for-use, which states: "if resistance is met when advancing or withdrawing the guidewire or sheath, determine the cause by fluoroscopy and correct before continuing with the procedure." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported that the solopath device broke into two pieces during a aaa procedure. Follow up communication with the user facility confirmed the following information: (1) the solopath device was advanced through a stent; (2) it was then expanded and the case was performed; (3) after connecting to the collapsible portion it was noted that the balloon would not hold pressure; (4) an attempt was made to remove the solopath, it would not come out; (5) the solopath broke into two pieces; (6) one piece of the solopath was removed and the other piece remained inside of the patient; (7) a covered stent was placed inside of the solopath piece remaining in the body; (8) the procedure was completed; and (9) the patient's current condition was reported as fine.